Manufacturer narrative:
H2, correction: b3 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown context. It was reported that there were image issues, there was a duplicate image. There was also movement issues described as inaccurate navigation parameters. Patient presence not provided. No further information available.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information in sections a and b5. H3, h6: a medtronic representative went to the site to test the equipment. An exact reconstruction of the work was carried out, during which it was revealed that the scan was operated outside the operating room (or), using a hand switch that was pulled outside the room around the corner. While the or door closed on the taut cable, the imaging system was pulled aside while scanning. When the foot switch was in use out side the or, the cable lied under the closing door and picture and navigation were perfect. Codes b01, c13, and d07 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred intra-operatively to a scoliosis procedure. It looked like a double screw on the monitor, but one of which was not real. The site tried to work with the navigation and checked 2 systems, when both did not work the site switched to free hand. This resulted in a 45-60 minute delay. Navigation was aborted. There was no impact on patient outcome.

Manufacturer narrative:
H2, correction: b5 updated. Section e updated. Fdr and fdc codes updated to reflect the previously reported system servicing. Img code updated to reflect the root cause being the handswitch cable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was an inaccuracy of 1-2cm.